Event description:
It was reported that (1) lcsc5 was used during an unknown procedure. It was reported by the rep that the tissue pad fell into the pt and was retrieved. Opened another device to complete the case. No adverse pt outcome.